Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (1mg/ml), clonidine (75mcg/ml), and bupivacaine (18mcg/ml) in an implantable pump for an unknown indication for use. The drug doses were not provided. After refilling the pump on (B)(6) 2017, the patient returned the next day with "significant weaning" (also reported as underdose symptoms) due to the pump being in minimum rate (also reported as safe state). The logs did not show any errors. It was stated human error seemed unlikely because the physician only updated the reservoir volume and did not change the dose. It was unknown why the pump went into minimum rate without being programmed to minimum rate. The physician had experienced refilling pumps for 15 years. The physician wanted to replace the pump for safety and the manufacturer representative wanted to know if it was necessary. The physician thought the issue might happen again. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient experienced "important" withdrawal symptoms associated with morphine, because the pump was in minimal rate. Troubleshooting included reprogramming the pump.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the refill occurred on (B)(6)2017. An interrogation print report from (B)(6)2017 indicated the drugs used at the time of the event were unknown morphine (1mg/ml 0.9991mg/day), clonidine (also reported as catapressan) (75mcg/ml, 74.935mcg/day), and bupivacaine (18mcg/ml, 17.984mcg/day). It could not be confirmed if the pump was completely programmed following the refill. The manufacturer representative thought the problem was due to invalid programming. It was further stated that if a telemetry error/interruption during programming occurred, this would cause the pump to go into safe state. The healthcare provider did not notice the pump was in safe state because the date of the next refill corresponded, except for the year. The pump was reprogrammed. The patient was doing well after the pump was reprogrammed. It was noted the device implanted was unknown, but the interrogation report indicated the estimate elective replacement indicator (eri) was 47 months.